Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms during the night, but was not able to hear alarm due to being deaf. Customer was not able to feel vibration as customer sleeps deep. Customer woke up weak and vomiting. Customer was in diabetic ketoacidosis. Customer went to the emergency room in (B)(6) 2015 with blood glucose of 300 mg/dl. Customer was hospitalized for four days. Insulin pump passed self-test and customer was able to feel vibrate.